Manufacturer narrative:
The sample was collected in a sst tube. The specimen was allowed to clot for 3 hours. The sample was spun at 3,500g for 7 minutes. It was noted that the sample was clear and had no visible cellular debris. The specimen was analyzed 2 hours post centrifugation. The customer runs qc every 40 samples. Qc was within range at the time of event. The lab runs the special clean twice a day, pipettor matching is performed every two weeks, the probes are replaced and a system check is run weekly. A field service engineer (fse) was dispatched and checked pipettor alignments and performed a diagnostic testing. No hardware issues were identified. No root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding obtaining a false positive total bhcg (tbhcg) result that was generated by the unicel dxi 800 access immunoassay system for one patient. The result was reported out of the lab and was questioned by the clinician. Subsequent testing produced a negative result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.